Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that one of the nurses found the connection between the IV tubing and maxzero to be leaking. There was no patient harm as the fluid that leaked was IV fluids and not any type of medication.

Manufacturer narrative:
Correction: initial reporter address .